Manufacturer narrative:
(B)(4). Evaluation: considering the information provided regarding this incident, it is possible that the red hub was not adequately loosened prior to the release attempt. The "instructions for use" pamphlet provided with this device states to "loosen the red hub half a turn to prepare for filter release. A safety spring mechanism maintains the unreleased filter. To release the filter, pull the red hub toward the pin vise. The filter is not released."

Event description:
Uf# (B)(4).